Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the first of four malfunctions occurring during the procedure. During an esophagogastroduodenoscopy in the stomach, when the physician attempted to cauterize an arteriovenous malformation, the device did not work, nothing happened. The physician attempted to use another two devices from the same batch and experienced the same issue. A device from another batch was also attempted to be used but the same issue occurred. The procedure was completed with a different sized gold probe with no further complications and the pt was fine. Refer to MFR report #3005099803-2009-01031, 3005099803-2009-01032 and 3005099803-2009-01033 for details regarding the other devices.